Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va0hzdz serial# implanted: 2015 (B)(6)explanted: product type lead product ID 3387s-40 lot# va0hzdz serial# implanted: 2015 (B)(6) explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that the patient had the leads implanted and shortly after the implanted they had a "hemorrhagic" stroke that paralyzed the right side of their body on 2015 (B)(6). It was stated that it took about a year and a half for them to be able to put in the implantable neurostimulator (ins) and they had their implant surgery on 2016 (B)(6). It is assumed that when they went in to place the leads one of the leads knicked a blood vessel and could have caused bleeding along the lead. The patient's neurosurgeon and neurologist don't want to turn on/program the patient's device to where it would be activated for the right side because they don't think it would help and the only down side would be if it was on it would affect battery longevity. It was inquired if it is alright to turn stimulation on for the paralyzed side of the body. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is essential tremor.

Event description:
Additional information was received from a consumer reporting that one time, the patient had a stroke, between two surgeries and it knocked the left side out. They did not want that to happen again. They checked the implantable neurostimulator (ins) with the patient programmer (pp) and it said "off and ok". It was reviewed that this meant the ins was off. They stated that the patient electively does not have the ins on all the time.

Manufacturer narrative:
H6. The codes have been updated to reflect the most current coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.